Event description:
On july 3, 2024, sterile processing service (sps) staff identified a defect (large cracks) in the intuitive da vinci xi instrument chassis which lead to concerns related to cleaning and sterilization. Additionally there was concern regarding possible "loose" plastic fragments related to the defect. The defect was noted in both brand new and previously used instruments. The defect was noted on the following da vinci instruments: 6 - mega suture cut needle drivers, 3 maryland, 8 monopolar curved scissors and 7 cadiere forceps. The manufacturer was notified of the concern. Reference reports: mw5157554, mw5157555, mw5157556, mw5157557, mw5157558, mw5157559, mw5157560, mw5157561, mw5157562, mw5157563, mw5157565, mw5157566, mw5157567, mw5157568, mw5157569, mw5157570, mw5157571, mw5157572, mw5157573, mw5157574, mw5157575, mw5157576, mw5157577.